Event description:
It was reported that the patient experienced loss of continence with his artificial urinary sphincter (aus). The previous aus was removed and replaced. The size of the old and new cuffs is 3.5 cm. The patient had his previous aus implanted over 10 years ago. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient experienced loss of continence with his artificial urinary sphincter (aus). The previous aus was removed and replaced. No patient complications were reported in relation to this event.